Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen became unresponsive on the home screen. Customer's blood glucose levels were not impacted. It was indicated that the customer has back up insulin pens for continued insulin therapy.